Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: provided part/lot combination not correct, therefore no DHR review at jabil bettlach possible (mez lot). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: additional reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9

Event description:
It was reported that while drilling the bone with a 2.0 mm drill bit, the specialist stated that they did not have a good cut; the other drill that comes in the equipment was used, but it also had wear on its tip. A good cut was not achieved. At the end of the surgery, the specialist decides to take the bits and bend them, so that, according to him, they will be changed. Device report from colombia reports an event as follows: procedure was completed successfully with no delay. There was no patient consequence. This report is for a 2.0mm drill bit with depth mark this is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows. It was reported that while drilling the bone with a 2.0 mm drill bit, the specialist stated that they did not have a good cut. The other drill that comes in the equipment was used, but it also had wear on its tip. A good cut was not achieved. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a 2.0mm drill bit with depth mark. This is report 1 of 2 for (B)(4).